Event description:
Note: two boston scientific mesh devices were implanted into the same patient. This report pertains to the advantage fit. It was reported to boston scientific corporation that an advantage fit sling and a pinnacle prolapse repair mesh were implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; groin pain; painful intercourse; inability to have intercourse; incontinence not present before implant; recurrent incontinence; damage

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.